Event description:
Pt had pc1 pt graphix wire. Inadvertently went through the proximal omb minivision stent. Wire would not come out. Tried advancing and pulling back. The luer tip fractured and broke. Tip left in pt.